Event description:
The pt took the tubing out of the pump to change her gown. If the tubing is off the pump and not clamped, it flows freely. The pt opened the door to the pump allowing the IV to run freely for 20 mins. Instead of 23 ml, she received the amount that should have infused over five hrs. There was no injury. Clotting times were elevated. Pt and ptt were repeated several times. The incident was discovered by a rn checking the pt. Rptr recommends not using this type of pump; cassettes makes one think.